Event description:
It was reported that the patient had no stimulation sensation and acute pain in her back and legs. The patient went in to have an injection in her back yesterday to see if it would help with the pain she was experiencing with her back. The patient turned her stimulation off for the injection and when she turned it back on she noticed the device was completely dead and needed to be charged. Once the patient charged up her device today, she turned stimulation back on but was unable to feel any stimulation sensation. The patient was on program 1 at 3.6 volts and increased stimulation to 9.90 volts and felt stimulation in the front portion of her stomach, lower back and upper buttock. The patient increased stimulation on program 2 to the upper limit at 10.1 volts and felt stimulation in the front of her stomach and slightly down her legs. She increased stimulation on program 3 to 5.7 volts and felt stimulat ion in her legs, which helped with the pain. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up reported the patient had concerns with their battery.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).